Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer not being recognized on the communication bus. A field service engineer replaced the controller board and module controller to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank because the reported issues were found by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3.2 failure. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.